Event description:
It was reported that six closure top threads stripped during an operation. The plugs were replaced and the surgery was completed. There was no reported patient impact. This is report two of six for this event.

Manufacturer narrative:
Device evaluation: visual inspection revealed all six returned devices have damaged threads. Potential cause root cause was unable to be determined. This event could possibly be attributed to cross threading during use. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device usage this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3003853072-2021-00009 to 3003853072-2021-00014.

Event description:
It was reported that six closure top threads stripped during an operation. The plugs were replaced and the surgery was completed. There was no reported patient impact. This is report two of six for this event.